Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that an electrical safety test failure had occurred. The bench service engineer (bse) determined a replacement of the power cord was required. This investigation is ongoing.